Manufacturer narrative:
Evaluation: sample tested with solution flowing at flow rate of 5ml/hr for 24 hours. Postition of filter then changed from horizontal to vertical. No air entered distal tubing. Complaint could not be duplicated.

Event description:
Customer sent used set to failure analysis lab with an attached note indicating that an air bubble was seen in the distal tubing following position change of the filter as the infant was moved. The filter went from lying flat to having the outlet uppermost.